Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found excessive splatter around the sample port of ring and shelled bearings on the sample probe dive belt pulley. The cse replaced the pulley and bearing assembly and then calibrated probe positions. The cse replaced the tubing from transducer to sample probe, which was causing friction on mechanical plate. The cse ran quality controls, which were within range. The cause of the (B)(6) results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) results, above the cutoff for mandatory confirmation testing, were obtained on the samples of two pregnant women on an advia centaur xp instrument. The (B)(6) results were reported to the physician(s), who questioned them. Sample 1 was redrawn and tested on the same instrument, resulting (B)(6). Sample 2 was redrawn and tested on an alternate instrument, resulting (B)(6). It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.